Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6). The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective coverage since implant. Surgical intervention was undertaken wherein the system was explanted to address the issue.